Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6) 2019 to (B)(6) 2019 with the blood glucose level of over 600 mg/dl. The customer was treated with insulin drip and manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege insulin pump was under delivering. The insulin pump will be returned for analysis.